Manufacturer narrative:
It was reported that the staff member took one week off of work due to their injury and has since been cleared to return to work with no ongoing medication. The staff member requested that an MRI be done but the results were not reported.

Event description:
It was reported that a user injured their shoulder while attempting to move the bed by pushing on the headboard. No information was provided regarding the extent of the injury or if medical intervention was necessary.

Event description:
It was reported that a user injured their shoulder while attempting to move the bed by pushing on the headboard. No information was provided regarding the extent of the injury or if medical intervention was necessary.